Event description:
Customer alleged the calf support fell off the bed with a patient on the bed. No injuries were reported.

Manufacturer narrative:
The field investigation reported that the facility secured the calf support with torx screws and locking nuts. Upon inspection of the calf support, the hill-rom technician noted that the holes in the metal plate had been stripped out. He recommended that the facility replace the foot support and screws.